Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l46108, implanted: (B)(6) 1997, product type: catheter. Product ID: 8703w, lot# l46108, implanted: (B)(6) 1997, product type: catheter. Product ID: 8703w, lot# l46108,# implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced severe spasticity in his legs and lower back. The patient stated that he has multiple sclerosis and things continue to get worse; the patient was weak and tired all of the time. The patient had the lioresal (baclofen) in the pump removed and refilled with saline in (B)(6) 2011 due to no therapeutic effect. The patient stated that he never experienced any symptoms of withdrawal. The patient claims that his symptoms had gotten worse since having the pump implanted. The patient stated ¿so my feeling is the catheter isn¿t good anymore anyway just because of the history. My feeling is it never was in a good place¿. The patient stated that his pump began to alarm a single tone alarm due to low battery on (B)(6) 2012. The healthcare provider (hcp) silenced the alarm; however, the patient was again hearing the alarm. The patient lived over 2 hours from his physician and stated that the alarm did not bother him. The patient did not want to risk another surgery because of his multiple sclerosis and considered leaving the pump implanted. It was later reported by the hcp that the alarm was heard and confirmed by telemetry. Telemetry confirmed a low battery alarm was occurring and a low reservoir volume alarm was occurring. The hcp stated that the patient had been weaning down from baclofen for many months and that the patient never had any benefit from the pump. The pump had contained saline for the last 6 months. The hcp wanted to shut the pump off since the patient would not be using it and did not want it explanted. The patient did not want to exacerbate his multiple sclerosis symptoms. It was noted that the device had also previously delivered morphine.